Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the tubing of a small volume folfusor. The pm was further described as a black particle discovered during setup prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from october 28, 221 - october 29, 2021. The device was received for evaluation. Visual inspection was performed using the naked eye which revealed a black speck measuring 0.15 mm located at the lip of the white flow restrictor . Ftir test was attempted, but the particle was insufficient to produce visible signals on the ftir spectra.the particle was not in the fluid path because it was embedded in the material of the flow restrictor. The reported condition was verified. The most probable cause of the condition was due to a supplier manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.